Event description:
The lcd display of station 6 was displaying only half of the numbers. Bags had been compounded and used under these conditions. User was advised not to use the unit, which was swapped out. F/u call to user: user stated that there had been no pt adverse events.

Manufacturer narrative:
Eval: the unit was received dirty and was tested as received. It passed all accuracy tests, however station #6 was missing segments. The complaint was duplicated. Unit was released to repair. The repair technician confirmed the probelm and replaced the lcd on station #6. The unit passed qa final inspection.